Manufacturer narrative:
The company rep examined the system and confirmed the reported event. The ultrasound (u/s) controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log revealed several system messages (sms) (tune failed - handpiece current is low). The sm indicates that either the handpiece or the u/s controller pcb, which drives the handpiece, is non-conforming. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event is suspected to be a non-conforming u/s controller pcb. .

Event description:
A charge nurse reported the system did not recognize the handpieces during a cataract with intraocular lens implant procedure. They attempted to switch out the handpiece without resolution. Follow a delay of less than 10 minutes for a system change, the procedure was completed with no harm to the pt.